Event description:
The user received a questionable high calcium result on the integra 800 analyzer, serial number (B)(4) for one patient sample. The initial result was 11.5 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. On (B)(6) 2010, the user pulled the initial sample after receiving the urgent medical device removal notice for calcium from roche diagnostics and repeated the sample three times which resulted at 9.2, 9.1 and 9.1 mg/dl. The user repeated the sample a fourth time using a new lot number of calcium reagent which resulted at 9.0 mg/dl. A second sample was collected from the patient on (B)(6) 2010 yielding a calcium result of 9.3 mg/dl. The user notified the physicians of the urgent medical device removal notice for calcium. The patient was not hospitalized or treated on the basis of the initial calcium result reported outside the laboratory. The field service representative determined the cause was the calcium reagent. The customer replaced the calcium reagent with a new lot number of reagent. Performance tests were run and within specifications. Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.